Event description:
It was reported that the facility would like to know if the ring was detached. The subject sample was removed as the pt felt pain near the placement site. Indwelling period and lot number are unk, however, this sample was placed in 2006.

Manufacturer narrative:
The subject product has been received and examined. There was no recoil ring detachment or breakage observed. However, it is unk whether or not the device may have caused or contributed to the event. Therefore, no conclusion can be drawn. Although we can't be sure which implant date, early 2006 or late 2006, was the actual implant date, based on either of these two dates the subject product would have had to be from a lot of product that was part of a market withdrawal.